Manufacturer narrative:
Investigation summary: based on the information available, boston scientific was unable to confirm the reported allegation of device not functioning as expected through product analysis, the device performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected, leak tested and microscopically examined. The kink resistant tubing (krt) of both cylinders was identified to be cut down to the input tube sleeve junction. The tubing was not returned for analysis. Both cylinders had wear at fold in cylinder body. Both cylinders had leak in proximal cylinder body. Under microscope it was observed that the holes with broken fabric treads that was the result of a sharp instrument damage which probably occurred during the explant procedure; therefore, it is considered a secondary failure. Both cylinders were not pressure test due to leak was identified. The momentary squeeze (ms) pump was visually inspected, microscopically examined, leak tested and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital due to his inflatable penile prosthesis (ipp) not functioning as expected. A surgical procedure was later performed, during which inspection of the device identified a hole in one of the cylinders resulting in fluid loss. The cylinders and pump were explanted and replaced with new components. The patient was reported to be well following the procedure.

Event description:
It was reported that the patient presented to the hospital due to their inflatable penile prosthesis (ipp) not functioning as expected. A surgical procedure was later performed, during which inspection of the device identified a hole in one of the cylinders resulting in fluid loss. The cylinders and pump were explanted and replaced with new components. The patient was reported to be well following the procedure.